Event description:
It was reported that the external pulse generator (epg) had case damage and that servicing was due. The epg was returned to the manufacturer. It was analyzed and tested out of specifications. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the battery contacts were bent and the lower part of the display had missing lines, the display was defective. (B)(4).